Event description:
The manufacturer received information alleging a ventilator stopped providing flow and a ''low inspiratory pressure" and a "low exhaled tidal volume" alarm occured. The patient needed to be ventilated using a resuscitation bag. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an alleging a ventilator stopped providing flow and a ''low inspiratory pressure" and a "low exhaled tidal volume" alarm occured. The patient needed to be ventilated using a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue.